Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the patient was having problems with the controller and the issue began probably last monday. Caller stated that the controller screen would go white and they would constantly get a message that said not found. Caller mentioned that the patient did controller resets but that did not seem to help. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord. Caller confirmed controller powered on. Caller inserted the batteries pack and confirmed controller was 80% and implant was 90%. Caller then connected the recharger and confirmed recharging excellent. Caller mentioned that the paddle would get hot when the patient would start charging the implantable neurostimulator (ins). Caller mentioned that there were some nicks on the recharger cord and the wire was exposed near one of the nicks. Caller noted that when the recharger gets hot, the controller screen goes white and this happens 10-15 minutes into charging. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed frayed insulation on cable, poor recharge quality message, record the two values the number high (0) the number low (0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.